Manufacturer narrative:
(B)(4).

Event description:
It was reported via e-mail that the aviva combo screen displays "a mess of colors." Three attempts were made to reach the customer to troubleshoot the issue, but these were not successful. No adverse event was reported. The meter was requested for evaluation. The serial number was not provided.